Event description:
The customer reported that the companion 2 driver exhibited a "system malfunction" alarm within 10 minutes of a patient going on support in the operating room. The customer also reported that the companion 2 driver passed a system check earlier that day. The patient was switched to the backup driver without adverse impact. This alleged failure mode poses a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.